Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device suddenly powered down during high flow therapy (hft). The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was immediately swapped out for another v60. The customer called technical support to report that the device suddenly powered down during high flow therapy (hft). A patient with poor saturation had been in hft for about 1.5 weeks interspersed with non-invasive ventilation (niv). Per good faith effort (gfe) response, the device did not alarm when it powered down. The hospital biomedical engineer (bme) performed some testing, but the issue could not be duplicated as no errors were found. The device started up without any problems and worked as intended during testing. The device has been upgraded to sw 3.20. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device suddenly powered down during high flow therapy (hft). It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Investigation is ongoing.